Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead indicated the lead was severed 53 millimeters from the terminal pin and was returned in two segments totally 620 millimeters in length. The tip of the lead was missing. The conductor coils were stretched to the point of fracture from the tip. There was dried body fluid throughout the entire lead lumen and the extraction stylet was stuck in the lead. The conductor coils were stretched 467 - 620 millimeters from the terminal pin and the conductor coils were deformed 245 millimeters from the terminal pin. Analysis indicated that the lead was cut at 51 millimeters and both returned segments passed electrical testing.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.